Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: the investigation confirmed the reported event. The complaint sample consisted of (1) 254401004 attune rp tibial impactor, lot number au3650772. Visual examination of the product confirmed the device was cracked. A couple fragments appeared to be missing as well. The report alleges all pieces were retrieved. The lot number au3650772 indicates that this device is from an annealed batch of impactors. Complaints databases searched on product code 254401004 identified previous complaints received for this failure mode. Expert opinion indicates that this failure mode is associated with environmental stress cracking. The lot au3650772 of the attune rp tibial impactor is an annealed lot. While annealing helps in reducing the internal stress in the molded part, a complete reduction in internal stresses of the device is not achievable. There is a wide range of cleaning agents used across hospitals and it is possible that some result in greater degradation in the robustness of the device from repeated exposure. Full lavage of the joint-space is recommended before and after implantation. IFU 0902-00-836 contains wording relating to the importance of removing fragments from the surgical site. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device. However, in order to investigate the root cause and possibility of reducing this occurrence, a CAPA has been initiated and can be referenced for further details.

Event description:
It was reported that the attune rp impactor cracked during surgery. No pieces. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.